Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed lesion being treated was located in the severely calcified, moderately tortuous left circumflex artery (cx). The physician predilated with the 3.50x12 mm taxus express2 drug eluting stent. The proedure was not completed. No pt complications were reported. Pt status reported as "satisfactory/good". However, the returned product confirmed that there was shaftj separation.